Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of increase in temperature was confirmed. The likely cause of failure could be ruptured bearings. However it was also noted that the laser markings were faded, tube was corroded and foot was scratched. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing there was increase in temperature in the device. At the time of report there was no patient impact. Additional information was received stating that ruptured bearings were found during evaluation.